Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt a burning sensation right at their clitoris on (B)(6) 2017. They initially used their programmer to turn the stimulation down by two points. They were still feeling the burning, so they turned it down another two points. It was indicated that they were not feeling the burning sensation as badly, but then they started "peeing" themselves. During the report, when the patient synced to the implantable neurostimulator, they saw the warning, power on reset (por) message for the first time. The indication for use was interstim-other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with their healthcare provider on (B)(6) 2017. No steps were taken to resolve the burning sensation, incontinence, and por because there was nothing to do as it literally died. It was noted that the device was 7 years old and had completely failed; they will have the procedure repeated. No further patient complications are anticipated or expected as a result of this event.